Event description:
International customer reported that the drain broke during removal. The drain was placed under the muscle of l4 and l5 after a discectomy procedure. Drain removal was attempted seven days after placement. During removal of the drain, resistance was noted. The patient was returned to surgery for fragment removal in 2008.

Manufacturer narrative:
Date sent to the FDA: 04/10/2008. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: 46132isp, mfg 08/27/2007, exp 08/31/2012. Lot: 46161isp, mfg 06/09/2007, exp 07/31/2012. Lot: 46272isp, mfg 06/15/2007, exp 08/31/2012. Lot: 46306isp, mfg 07/05/2007, exp 08/31/2012. Lot: 46393isp, mfg 08/14/2007, exp 08/31/2012. Lot: 46520isp, mfg 08/27/2007, exp 09/30/2012. Lot: 46692isp, mfg 09/21/2007, exp 10/31/2012. Lot: 46770isp, mfg 10/02/2007, exp 10/31/2012. Lot: 46826isp, mfg 08/22/2007, exp 11/30/2012. Lot: 46904isp, mfg 11/01/2007, exp 11/30/2012. Lot: 46432isp, mfg 08/27/2007, exp 08/31/2012.